Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent implantation of three cannulated screws self-drill and was revised due to unknown alleged deficiency. It was unknown if there was a surgical delay. Patient and procedure outcome were unknown. Review of the received x-rays show no indication of a malfunction. However, in the photographs, screws appear to have stripped/damaged threads. Concomitant device: implant (part: unknown, lot: unknown, quantity: 1). This report is for one (1) cannulated screw. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Explant date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a revision procedure on (B)(6) 2018 due to a tibial stem breakage. Patient was initially implanted with an unknown implant and three (3) cannulated screws on unknown date. Review of the received x-rays show no indication of a malfunction. However, in the photographs, screws appear to have stripped/damaged threads.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: DHR review was completed. Part: 414.550. Lot: l484640. Manufacturing site: mezzovico. Release to warehouse date: 30. Aug. 2017. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition h3, h6: customer quality conducted an investigation of the returned device. Customer quality investigation: investigation flow: damage-visual appearance not as expected: device condition: the returned screw was visually examined, and very slight bending of the screw shaft was identified. Furthermore, the threads were noted significantly worn and dull. Additionally, implant usage marks were observed around neck portion of the screw which could have occurred during the removal process. Lastly, discoloration was noted on the returned screw. No further issues were identified. The returned device condition is consistent with given complaint condition and therefore the complaint condition was confirmed. Dimensional analysis and document/specification review: following drawings for the returned device were reviewed and no design issues were noted: ø 4.5 mm ti cann screw, self-drilling self-tapping: dimensional analysis on the thread portions was not performed due to post manufacture worn condition. Dimensional analysis performed on the bent mid-shaft region measured 3.070 that falls within the specifications of 3mm to 3.1 mm. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. No definitive root cause was able to be determined with the available information. Conclusion: the complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.